Manufacturer narrative:
This report is submitted on december 22, 2017. (B)(4).

Event description:
Per the clinic, the patient experienced a soft tissue infection at the implant site, resulting in the removal of the abutment. The implanted fixture remains insitu.